Manufacturer narrative:
B3 - date of event - the date of event is unknown, and 01 mar 2026 has been used as a placeholder. Note investigation summary the delivery accuracy test was performed to attempt to duplicate the reported issue of possible under delivery, both channels tested and passed without error. The reported issue was not duplicated. The reported issue was not confirmed in alarm history. The probable cause of the reported issue is a possible setup issue. Device passed all tests.

Event description:
Event occurred regarding a plum duo, where the report note states possible under delivery. It is unknown if there was patient involvement, but no harm was reported.